Manufacturer narrative:
Battery serial number (B)(4) updated to (B)(4) per actual device received. It was reported that the patient has experienced critical battery alarms and that the battery charger was not charging batteries. The controller, the cac adapter, the battery charger and six batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms involving bat309127, bat309558, bat309624, and bat310130. In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This observation is indicative of a communication error between the controller and battery. Batteries bat322214 and bat320093 did not experience communication errors. Log file analysis also revealed power disconnect alarms that were due to communication errors. Failure analysis of con091123, bch092625, cac090739, bat322214, bat320093, bat309588 and bat309624 revealed that the units passed visual and functional testing. The battery charger was able to charge a battery on each charging port. Failure analysis revealed that bat309127 and bat310130 passed visual inspection but failed functional testing due to abnormally high cycle counts. The abnormally high cycle counts are most likely due to a communication error. This finding is not related to the reported event. The most likely root cause of the reported event can be attributed to a communication errors between the controller and batteries. The battery charger was able to charge a battery on each charging port with no failure or issues detected. Con091123, bat309127, bat309588, bat309624, and bat310130 - heartware has opened an internal investigation to address communication errors. Bch092625 - battery charger: (B)(4). Bat322214 - battery: (B)(4). Bat320093 - battery: (B)(4). Bat309127 - battery: (B)(4). Bat309588 - battery: (B)(4). Bat309624 - battery: (B)(4). Bat310130 - battery: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. The hvad battery charger is used to simultaneously recharge up to four batteries. It takes approximately 4 to 5 hours to charge a depleted battery. The IFU and patient manual instruct the user to not force connections to the battery charger. Users are instructed on the correct method of charging their batteries and on the indicator lights on the battery charger (ready and status lights) and their meaning. Users are also instructed on the correct method for the care and maintenance of their battery charger. The battery charger has four banks for charging batteries, with two additional power sources, including ac & dc adaptors available as the two power sources for the controller to supply power to the pump. (B)(4)- battery charger / catalog number 1600us / expiration date unknown. (B)(4). (B)(4)- battery / catalog number 1650 / expiration date 30jun2017. (B)(4). (B)(4)- battery / catalog number 1650 / expiration date 31mar2017. (B)(4). (B)(4)- battery / catalog number 1650 / expiration date 31dec2016. (B)(4). (B)(4)- battery / catalog number 1650 / expiration date 31dec2016. (B)(4). (B)(4)- battery / catalog number 1650 / expiration date 31dec2016. (B)(4). (B)(4)- battery / catalog number 1650 / expiration date 31dec2016. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that at a clinic visit, a patient reported having issues with critical battery alarms. The site described this as having issues with multiple low voltage alarms and were suspected that this was related to an issue with the patient's battery charger. They were not able to identify which port of the battery charger was not charging the batteries. The site further reported that the controller was not damaged and its' power ports were not loose and that the event was not associated with any other controller alarms or pump stop events. No damage was noted on the patient's batteries or cac adapter or their cables. The site reported that there were no indicator lights on the battery charger display and could not provide information about the capacity of the batteries at the time of the event. A preliminary review of the controller log files confirmed the reported critical battery alarms on (B)(6) 2016. The field safety engineering team recommended exchange of the patient's controller and batteries since the critical battery alarms appeared to be associated with power port one (1) of the patient's controller and the batteries appeared to have high cycle counts. The patient's peripheral equipment, which included the controller, five batteries, cac adapter and battery charger, were exchanged at his next clinic visit (on (B)(6) 2016) with no reported patient consequence. The site reported that the issue appears to have resolved with the exchange of these devices. Though the site opted to return the patient's cac adapter, they confirmed that it had not malfunctioned in any way and was not involved in this issue.